Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. According to the investigation results, separation between the cable and the connector was confirmed. It is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly. Based on the results of the investigation, the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. There was a cut in the cable and the charge-coupled device was broken causing no image. In addition, the optics retention anchor was found broken. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the camera head cable had a faulty connection. During troubleshooting, the customer found the cable connection to the camera was loose. After tightening the connection, the image on the screen was no longer visible. The reported problem was found before an unspecified procedure. There was no harm or user injury reported due to the event.